Event description:
Ligation papers allege that pt was revised to address pain and swelling. It is further alleged that the pt will undergo periodic diagnostic testing due to the metal released in her bloodstream.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.